Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that this right atrial lead was explanted during and upgrade procedure. At this time the lead has not been returned. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead had dislodged. The physician reprogrammed the device to deactivate atrial stimulation. No adverse patient effects were reported.